Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during unknown procedure and at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used during a procedure performed on (B)(6) 2025. The anatomy location is unknown. During the procedure, the clip prematurely deployed and was unable to effectively mobilize tissue following the initial open and close sequence. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.